Event description:
During the case, the md went to remove the 44cm ligasure advance monopolar from the abdomen and the plastic sheath covering the monopolar tip fell off the device and into the abdomen of the patient. It was immediately recognized and was removed through the port by the surgeon. The plastic sheath was inspected for completeness and all were in agreement that the entire sheath was removed from the patient and none remained in the patient.what was the original intended procedure?laparoscopic single incision vertical sleeve gastrectomy (36 french bogie), laparoscopic hiatal hernia repair, co2 gastroscopy.device #1is this a laboratory device or laboratory test?no.